Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during procedure a k-wire got stuck in one of the holes of dvr crosslock plate and could not be removed. The procedure was completed using another plate. No adverse event to patient reported. No more information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: kw062ss, k-wire ss 1.6x127mm ns, lot # nxz5d0a. Reported event was considered confirmed as visual examination of the product show that the k-wire is fractured and the fractured portion remained in the plate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04730.